Manufacturer narrative:
Continuation of d10: product ID 8840 lot# serial# (B)(6); product type: programmer, physician; product ID: 8870; serial# (B)(6); product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The serial numbers of the devices were provided, along with the patient's weight.

Manufacturer narrative:
Product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 1. 0265mg/day and bupivacaine 30mg/ml at 6.159mg/day via an implantable pump. The healthcare provider was calling to troubleshoot with the 8840 clinician programmer to determine if the pump was updated yesterday. After looking at the report, it was confirmed that the healthcare provider did not update the expected 25% increase to the pump. The healthcare provider planned to call the patient to come into the clinic to update the infusion dose to the correct 25% increase in the daily dose. The healthcare provider then called back to confirm that he was going to update the pump appropriately. The healthcare provider confirmed the flex programming totally daily dose would be increased to 1. 26mg/day and the agent reviewed based on what the reporter read off, the programming seemed correct (pump reservoir and dose was corrected). The healthcare provider confirmed that yesterday at the pump refill he must have not programmed the pump.